Event description:
It was reported that tandem mobi pump unexpectedly shut down and reset, and caller also reported prior shutdown alarm related to same issue. There was no adverse impact to the customer¿s blood glucose level. Customer turned pump back on and continued using current pump while technical support arranged replacement pump, confirmed shipping address, provided instructions for storage mode and connecting continuous glucose monitor, advised customer to reprogram pump settings, and instructed customer to return problematic pump using prepaid label within 10 days.